Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted because it was opened in error. There were no complaints against the device. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.